Event description:
Additional information indicated that surgical intervention took place on 12 feb 2021 wherein the leads were repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-00483. It was reported that the patient was experiencing ineffective therapy due to lead migration. As a result, surgical intervention is pending to address the issue.